Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during neurological intervention surgery and procedure was completed as planned by restarting the system. There was no actual patient harm. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to do the exposure. Review of the log file showed that ¿generator communication time out¿ error. Upon troubleshooting, fse found faulty mpd control unit. Fse replaced mpd control unit. After replacement of mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during neurological intervention surgery and procedure was completed as planned by restarting the system. There was no actual patient harm. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to do the exposure. Review of the log file showed that ¿generator communication time out¿ error. Upon troubleshooting, fse found faulty mpd control unit. Fse replaced mpd control unit. After replacement of mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, manufacture date and the reporting address line 1 have been updated.